Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2013. The pump powers on with audible and vibratory sounds. Ezprime operation preformed successfully. There were no alarms outside the range of normal patient use observed in pump history. The total daily dose adds up properly; showing the pump was delivering accurately until the last date used. The pump successfully passed a 29hr flow accuracy test). No alarms occurred during testing. The pump found to be functioning within required range. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was in the hospital with blood glucose levels in the 400-500 mg/dl range with large ketones and vomiting. The reporter alleged that the patient¿s pump was not delivering correctly. The pump was reviewed with the reporter and confirmed that the pump setting were correct. The pump history was reviewed with the reporter and the reporter confirmed that the pump history appeared accurate. The review of the total daily dose history appeared to be correct. Troubleshooting of the pump indicate that the pump appeared to be working appropriately. The reporter confirmed that there were no bent cannulas or site issues noted related to the event. The reporter indicated that the patient was sick in the hospital but felt that was unrelated to the patient¿s elevated blood glucose levels; the reporter indicated later that there was no illness or changes in medication related to the event. This report is made based on the allegation that the patient experience hyperglycemia while in the hospital related to an allegation of a pump delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.